Event description:
During laparoscopic appendectomy, surgeon used above item, clamped jaws around appendix waited appropriate time, then fired staples; incomplete firing of staples; resulted in increased bleeding requiring additional o.r. Time, endoscopic suturing, additional stapling and placement of jackson-pratt drain. Dates of use: 2009. Diagnosis or reason for use: endoscopic appendectomy.